Manufacturer narrative:
(B)(4).

Event description:
It was reported that the gauge needle was stuck. The target lesion was located in the coronary artery. An advantage balloon catheter inflation device was selected for use. During the procedure, an unspecified balloon was inflated at 10atm for 15 seconds and then was inflated at 20atm. During the deflation, it was able to apply the negative pressure, however the gauge needle was stuck at 20atm. The balloon was successfully deflated and was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was visually inspected and the gauge needle was reading 24atm. There was dried saline present on the device. A functional test of the complaint device was carried out and the device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would show an increase in pressure; but when pressure was released, the needle returned to 24atm. The gauge accuracy test was performed and the gauge was indicating 24atm. When pressure was applied to the encore device to have the gauge indicating 26atm, the pressure indicator read 265.1kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge needle was stuck. The target lesion was located in the coronary artery. An advantage balloon catheter inflation device was selected for use. During the procedure, an unspecified balloon was inflated at 10atm for 15 seconds and then was inflated at 20atm. During the deflation, it was able to apply the negative pressure, however the gauge needle was stuck at 20atm. The balloon was successfully deflated and was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.